Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples, environmental wipe tests, and nacl ntcs with the simplexa covid-19 direct assay. Run analysis of the simplexa assay results were as follows: run from (B)(6) 2021: sample ID (B)(6) : s gene (28.1), orf1ab (28.3). Sample ID (B)(6) : s gene (31.0), orf1ab (32.1). Sample ID (B)(6) : orf1ab (32.6). Sample ID (B)(6) : orf1ab (33.3). Sample ID (B)(6) : s gene (33.4). Runs from (B)(6) 2021: sample ID "diasorin vor deko": s gene (26.3),orf1ab (26.1). Sample ID "nacl3": orf1ab (36.1). Sample ID "nacl1": s gene (32.0), orf1ab (33.0). The customer did not communicate which samples were suspected false positive from the run on (B)(6), but it appears that 4 out of the 5 samples were at or near the limit of detection of the simplexa assay with cts near or above 32 and some only detecting 1 target. Additionally, the runs on (B)(6) of the instrument before decontamination (vor deko) was detected for both targets and the nacl ntc samples were detected with one or both targets with cts above 32. It is likely the customer is experiencing some level of contamination that is contributing to the false positives. Troubleshooting on the decontamination of the instrument/lab is ongoing. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x12461n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 2nd complaint on mol4150 lot# x12497n for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples, environmental wipe tests, and nacl ntcs with the simplexa covid-19 direct assay. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.